Event description:
It was reported the camera head malfunctioned and noticed the ¿coupler came off¿. The issue happened in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 ¿ facility name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The coupler was corroded, resulting in heavy operation. The coupler did not move properly, and excessive stress was applied to the coupler when it was moved, which was presumed to have caused the coupler to come off. Additionally, there is corrosion on the scope mount. This phenomenon was newly confirmed during equipment inspection at the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): IFU applicable sections: ¿coupler disconnected¿ and ¿corrosion on the scope mount¿ IFU applicable sections. The following description is found in the instruction manual "preparation and inspection. Inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.